Manufacturer narrative:
Customer indicated that the product would be returned to zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician the device would discharge when only one of the two discharge buttons were pressed. The complainant indicated that there was no pt involvement in the reported failure.